Manufacturer narrative:
Number: 1627487-07262012-002-r; 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ((B)(6)) was unable to establish communication between his ipg and external devices. The patient could not remember the last time he recharged the device and he was without stimulation. Consequently, the patient underwent surgical intervention wherein the ipg was explanted and replaced with a different model. Reportedly, effective therapy resumed following the procedure.